Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a skin reaction underneath the sensor adhesive. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2017 when the skin underneath the sensor adhesive started turning red. On (B)(6) 2017, the patient removed the sensor, the skin was red with a small darker red bump at the sensor insertion site. Additionally, the patient's mother stated that the patient has been getting skin reactions with every sensor for a while. On (B)(6) 2017, the patient saw his endocrinologist regarding the skin reaction. The endocrinologist prescribed triamcinolone cream to treat the area. At the time of contact, the patient was doing well. No additional patient or event information was provided. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).